Manufacturer narrative:
This report is submitted on june 07, 2017. (B)(4).

Event description:
Per the clinic, the patient experienced poor performance with device use resulting in the decision to remove the internal magnet and place an abutment (date not reported).